Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were over and under responsive. Reportedly, the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/17/2014 with the following findings: visual inspection revealed that the keypad cover was torn/punctured at the ok button; this device failure was not related to the keypad-responsiveness issue, as it was reported to have occurred before the change in responsiveness. Evaluation revealed that all of the keypad buttons were intermittently responsive; the reported event was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Also, the ok key contact was found to be inverted. The defective key contact and contamination directly caused the reported event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.